Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Customer support received an email about a (B)(4) y/o male pt's death. The pt's daughter stated that the pt was taken to the hospital via ems. The pt had a heart attack in the ambulance. The pt's son stated that the lifevest did not alarm at any point. The pt did have a very low blood sugar when he was taken to the hospital. The pt was conscious, but lethargic. The pt had been taken to the hospital earlier because he was not feeling well and was having stomach pains. The pt was told that he was fine and was sent home. The pt's son is not sure at what point the lifevest was removed. The pt did also have an active pacemaker. The son believes both the pacemaker and the lifevest malfunctioned. While monitoring the pt's syringe rhythm, no sustained ventricular tachyarrhythmias were detected. Signal artifact on both channels around the time of pt's death interrupted the device's monitoring of the pt's cardiac signal.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 09/2010 - reuse.